Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced to the dilate the lesion. However, during inflation the pressure did not increase and it was noted that the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's stable.